Event description:
An email was received on may 2, 2017 which indicated that data from an implanted device episode was incorrectly transferred to the remote monitoring system report. The patient experienced one episode in the vt-1 zone, which was treated with three rounds of anti-tachycardia pacing. However, the paceart report indicated that the patient experienced a ventricular fibrillation episode treated with two rounds of anti-tachycardia pacing. The physician was dr. (B)(6) at (B)(6) hospital in canada. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).